Event description:
Patient equipment was checked prior to patient leaving hospital. Mobile ventilator would not turn on at time of check. Vent only indicated a "tone alarm" sound. Vent was sent to clinical engineering for further investigation.upon further investigation it was learned a charging of the vent unit did not solve the problem.